Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 2017865-2020-07085. It was reported that one day post implant procedure, the atrial lead exhibited intermittent capture and decreased sensing. The right ventricle lead sensing had also decreased. Chest x-ray revealed both the atrial and right ventricular lead were dislodged. The ventricular lead was explanted and replaced on (B)(6) 2020. The atrial lead was repositioned successfully. The patient was in stable condition.